Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the lms final investigation. Despite good faith attempts the user culture results, and cleaning disinfection and sterilization (cds) processes were not shared. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the uretero-reno videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.